Event description:
In 2008, the pt's mother reported that "sometime last week" the cannula of the pt's infusion site was slightly bent when it was removed from her abdomen. She stated that this has occurred on two occasions. Both infusion sites were discarded. No physiological effect was reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.